Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported conditions of the moving parts of the trigger not moving smoothly and fell apart and became unattached identified during service and evaluation were confirmed. The assignable root cause was determined to be traced to component failure from wear and design. (B)(4).

Event description:
It was reported by switzerland that during service and evaluation, it was determined that the knob of the battery oscillator device was detached and its¿ trigger failed to operate smoothly. It was further observed that the device did not function at all. It was further determined that the device failed pretest for general condition, check the quick coupling for saw blades, check for sticky trigger, check function of device, check for unintended motion, check in ¿off¿ mode and check oscillation frequency with frequency meter. It was noted in the service order that the device¿s blade came off. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.